Event description:
A report was received that the patient was not receiving adequate stimulation due to high impedances on the leads and was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg, leads, and lead extensions were explanted. During the procedure, the physician could not get the new leads in. The procedure was aborted.

Manufacturer narrative:
Sc-3138-25, sn (B)(4). The complaint of the high impedance was confirmed. Six electrode wires were broken at the clik anchor site, 1 cm from the set screw mark. Sc-3138-25, sn (B)(4): lead exhibits normal characteristics. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not receiving adequate stimulation due to high impedances on the leads and was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg, leads, and lead extensions were explanted. During the procedure, the physician could not get the new leads in. The procedure was aborted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.